Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate requested patient demographics however not provided.

Event description:
The product was received as unexpected return with a report of crack and leaking . The event occurred in nicu. Although requested there was no other additional event details or patient impact provided by the customer. A note received with product that stated: " crack found in new tubing- leaking event date (B)(6) 2019 ".

Manufacturer narrative:
The customer¿s report of a crack and leaking in the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the drip chamber and entire length of tubing. A horizontal crack/cut on the tubing was observed above the distal smartsite. No functional testing was performed due to the observed crack/cut on the tubing and the leaking that would occur. The cause of the leak was a horizontal crack/cut on the tubing above the distal smartsite. The root cause of the crack/cut in the tubing was not definitively determined.

Event description:
The product was received as an unexpected return, with a report of a crack and leaking. The event occurred in the (neonatal intensive care unit) nicu. Although requested, there has been no patient impact or additional event details provided by the customer to date. (A note received with product that stated: "crack found in new tubing- leaking event date (B)(6) 2019".)